Event description:
The customer initially reported that they needed a smart remote manager (srm) moved to a different refrigerator. When the bd field service engineer went onsite to respond to the customer¿s request, it was discovered there was a broken solenoid spring which caused a drawer within a bd pyxis¿ medstation es to not open properly. It was reported that this issue occurred while dispensing medication to a patient. There was no report of delay or harm for this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failing to open properly. A field service engineer (fse) discovered a broken solenoid spring and replaced it to resolve the issue. The fse then ran tests using the hardware test application (hta), which passed without any problems. A functional test and diagnostic were also performed successfully. The system functioned as intended after the field service engineer repaired the device.